Event description:
It was reported that the pump alarmed, "system error 41541". There was no reported patient harm. The event occurred while in use.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed complaint of "ec 41541" through history review, not duplicated. Replaced latch lock sensor to resolve reported issue. Visual and functional testing was performed. Probable cause of complaint was worn/defective latch lock sensor. Replaced dso seal as it was separating from plate device passed all testing criteria post repair.